Event description:
It was reported that during a lap. Gastric bypass, the device wouldn't work. The staff heard a squeal from the device when they activated it. No further info is available. The device was replaced and the case was completed without any patient consequence.

Manufacturer narrative:
Date sent: 09/18/2007. Evaluation summary: the device was returned with the distal tip of the blade broken off. The remaining blade portion had scratches. This blade tip portion may have broken off of the device during transport to our decontamination facility or from our decontamination to the analysis site. The reported complaint was noise issues. Audible high-pitched tones, resonating from the blade or hand piece, are an abnormal condition and an indicator that the blade or hand piece is not operating properly. The tones may be an indicator that the hand piece is beyond is useful life or that the blade has not been attached properly, which may result in abnormally high "shat" temperatures and user or patient injury. As to the blade tip being broken off, our instructional insert advised: avoid contact with any and all metal or plastic instruments or objects when the instrument is activated. Contact with staples, clips or other instruments while the instrument is activate may result in cracked or broken blades which may be identified by generator solid tone or instrument error.